Event description:
No allegation of inadequate osseointegration, implant loosening/interface - implant to bone and implant position/ mispositioned.

Manufacturer narrative:
Product complaint # (B)(4). Added: device code. Corrected: description of event or problem. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Investigation methods: was patient affected: yes. Device history reviewed: no. Lot trace obtained: no. Complaints database searched: no. Product checked: no. Label checked: no. Product pulled from stock for inspection: no. A review of complaint databases was not possible as no product details were received. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. Device history lot : null. Device history batch: null. Device history review: null.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿damage patterns at the head-stem taper junction helps understand the mechanisms of material loss¿ by harry s. Hothi, et al, published by the journal of arthroplasty (2012), vol. 32, pp. 291-295, was reviewed. The purpose of this article was to review the bearing wear and corrosion patterns of explanted mom components following revision surgery due to aseptic loosening or unexplained pain. Implanted products: the authors studied 155 mom thas. The depuy products included in this study were: 18 pinnacle cup and metal liners, 26 asr-xl thas, 35 corail stems, and 7 s-rom stems with a sleeve. The remaining implants were competitor products. Every implant was studied after explantation. The reasons for revision surgery giver were unexplained pain and aseptic loosening. At revision surgery, an unidentified number of cups and stems were confirmed mispositioned. The explanted products were examined macro and microscopically for evidence of corrosion and bearing wear. The authors note that many patients had elevated blood metal ions. They provide the mean levels with a range (co mean 7.4 (0.6-212.4 ppb) and cr. Mean 3.5 (0.2-111 ppb). Results: the authors do not provide results by manufacturer. All findings were grouped together as a whole. This complaint captures all o f the findings listed in the text. Corrosion was seen on the taper junctions of both the head and stem. This was identified by black debris and microscopic evidence of fretting and noticing on both component surfaces. Bearing wear was extensive and found on the all articulating surfaces. This was identified visually and microscopically. Captured in this complaint: 18 metal pinnacle cups for misposition and loosening, 18 metal pinnacle liners for bearing wear, 18 cocr femoral heads for taper corrosion and bearing wear, 26 asr cups for misposition, loosening, bearing wear, asr femoral head for bearing wear and corrosion, asr augment for loosening and misposition, 35 corail stems for loosening, mispositioning, and taper corrosion, 7 s-rom stems and augments for corrosion at taper, implant loosening, and implant mispositioned.